Manufacturer narrative:
Image review: a mp4 file was received and reviewed. In the file the reef hp pta balloon catheter appears to be inflated with saline and there is a pinhole leak in the area of the proximal balloon bond. Due to the quality and clarity of the image it is not possible to determine if it is distal of the balloon bond, at the balloon bond, or proximal of the balloon bond. Technical analysis found a pinhole leak in the video provided in the inflation lumen of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a reef pta balloon during patient treatment. It is reported during the procedure, a leak was noted and balloon pressure could not be increased despite pressure being applied. The balloon did not burst. The device was removed from the patient and inflated, and it was noted there was a large hole in the balloon. The device was safely removed from the patient, and a new balloon was used to complete the procedure. No patient injury reported.